Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, however it is possible that the foreign matter remained because the reprocessing deviated from the instruction manual. The event can be prevented by following the instructions for use sections below: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿inspection of water supply¿ ¿1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Reprocessing survey info: - there was no delay in the start of pre-cleaning - water and air were flushed through the air/water nozzle - the air/water nozzle was not wiped/brushed with clean lint-free cloths, brushes, or sponges - the device was cleaned, disinfected, and sterilized before being sent to olympus. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water flow issue. Upon inspection of the customer¿s returned device it was observed, the nozzle was clogged with foreign matter. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in the event description, it was observed, due to clogging of nozzle, no air was fed, due to clogging of nozzle, no water was fed, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the adhesive on the bending section cover (a-rubber) had white-clouded area, the protector of universal cord on section (s)-connector side had a scratch, and the connecting tube had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.